Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that intraocular lens (iol) was explanted approximately three weeks post implant surgery due to dysphotopsia. Lens was replaced with a different model and unknown diopter lens. Additional information has been requested.

Event description:
Additional information was received. Via the iol implant card, indicating the replacement iol was of a different diopter and manufacturer.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found both haptics bent, due to the condition of receipt, cause of damage could not be determined. A review of the device history record (DHR) did not find any anomalies or non-conformities related to this event. The lot history trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A 1.0 diopter iol was replaced with a 15.50 diopter. Which indicates, a pre-op biometry error or power calculation. Additional information was requested, to clarify the reason for implanting a 1d iol. And whether, it was a piggy back lens. And it was not received. Based on the available information, the most probable cause of this event is refractive error, due to pre-op biometry or power calculation error.